Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) 'wasn't working well' for the patient so she turned it off. The patient was reportedly experiencing 'sharp pains again.' The pains were described as 'high electric shock' like the patient had before and the reason the ins was turned off. The ins was turned back on 'maybe in (B)(6).' No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3889-28, lot# v010098, implanted: (B)(6) 2006, product type lead. (B)(4).